Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level at the time of fasting was 158 mg/dl, 178 mg/dl, at the time of lunch customer ate 29 carbs and blood glucose level went up 500 mg/dl at the time of incident and the current blood glucose level was 260 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. Customer stated that the cannula was bent. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. The device will not be returned for analysis. Frn-mmt-332a-rsvr . Unomed inf set. Ozp-mmt-7020a¿snsr.